Event description:
It was reported that "customer has a bed and states and states that the bottom portion of the bed is no longer rising or going down. Caller stated that they do not think there is a problem with the pendant and stated that foot section of the bed does not raise or lower".

Manufacturer narrative:
It was reported that "customer has a bed and states and states that the bottom portion of the bed is no longer rising or going down. Caller stated that they do not think there is a problem with the pendant and stated that foot section of the bed does not raise or lower". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated..